Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received for evaluation; therefore, a device analysis could not be completed. Retention samples were visually inspected with no obvious issue/damage detected. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. The reported condition was not verified via the retention samples. The retention samples were conforming as per product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector of a vented paclitaxel set was leaking. It was not specified when in the process step this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.